Event description:
The customer initially reported that their device was showing only the charge-pak and service wrench icons. After an initial device evaluation by physio-control, it was observed that the device was showing all three icons (attention, service wrench and charge-pak) which is an indication that the device would not have enough power to deliver sufficient defibrillation therapy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported issue. Physio determined that the cause of the reported failure was due to an electrically leaky filter, designator fl9 from the analog pcb assembly. The customer received a replacement device.